Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came into clinic and was then admitted for possible hemolysis. After different attempts with drugs to break up the thrombus, a pump replacement from one lvad to another lvad was performed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.